Event description:
It was reported that the insulin pump alarmed battery out limit after battery changed. Customer's blood glucose was unknown. Troubleshooting was done. The customer was advised to purchase brand new batteries and to call back to test the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.